Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Blood glucose level was 78 mg/dl. Reportedly, the cartridge was reloaded successfully and insulin delivery was resumed to resolve the issue.